Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an exacerbation of depressive symptoms leading to an admission to a local psychiatric clinic for further observation and psychiatric treatment. The patient was discharged from the clinic as the depressive symptoms had improved. Adverse event a possible causal relationship to device not related to procedure.